Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in july 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "may be related to the patient's constitution and operation"; however, the cause was not confirmed and will remain as unknown. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment or the event. Pd therapy was discontinued. Patient outcome was not reported. The reporter declined to provide additional information.